Manufacturer narrative:
It was reported that patient underwent a mesh revision on an undisclosed date.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat a cystocele with bilateral paravaginal defects, uterine prolapse, a rectocele, and stress urinary incontinence. The patient underwent the concurrent procedures of a bilateral sacrospinous suspension, anterior/posterior colporrhaphy, and a hysterectomy during mesh implantation.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that the patient underwent a mesh revision on (B)(6) 2012, due to erosion. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced voiding difficulty, bleeding, infection, and urinary tract infection. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and boston scientific pinnacle pelvic floor repair kit were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.